Manufacturer narrative:
Product implicated is a 5 fr dual lumen catheter. Returned for eval is the catheter tubing only which measures 56cm. Lot history review indicates no related component or mfg related issues and one product complaint of similar nature, which was recorded as user-related. Under 50x magnification, the texture at the break point appears granular and dull with some spots of jaggedness. Tactile inspection indicates the tubing is severely elongated and appears necked down adjacent to the break site. These signs indicate a typical tensile break. The complaint is confirmed, as the catheter did break. This complaint should be recorded as user-related since the catheter was pulled apart by the pt.

Event description:
The catheter pulled apart right in the middle of the tubing. (External)